Event description:
A customer reported that the system did not recognize the cassette prior to surgery. The pt had received peribulbar block with no incision. The procedure was canceled. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).